Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested due to non-capture concerns related to this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) discussed that there was trigger pacing, and the qrs visible on the presenting egm resembled slow ventricular tachycardia (vt) or junctional rhythm. It was unclear whether the junctional rhythm was able to conduct back up to the ra, and it was also noted that patient's medical history included nine atrial ablations. A narrow qrs was observed when the patient's rate was in the 60 beats per minute (bpm) range. It was possible the patient had an accelerated junctional escape rhythm, and the patient was set to 75 bpm. This was likely the reason for a lower rate limit (lrl) at 75 bpm and to prevent overdriving when above 75 bpm. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that capture was confirmed on all three channels and this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting normal device function. This crt-d remains in service and will continue to be monitored with routine follow-up and a full 12 lead echocardiogram at the next interrogation. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information event cause, patient symptoms, and troubleshooting/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested due to non-capture concerns related to this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) discussed that there was trigger pacing, and the qrs visible on the presenting egm resembled slow ventricular tachycardia (vt) or junctional rhythm. It was unclear whether the junctional rhythm was able to conduct back up to the ra, and it was also noted that patient's medical history included nine atrial ablations. A narrow qrs was observed when the patient's rate was in the 60 beats per minute (bpm) range. It was possible the patient had an accelerated junctional escape rhythm, and the patient was set to 75 bpm. This was likely the reason for a lower rate limit (lrl) at 75 bpm and to prevent overdriving when above 75 bpm. This crt-d remains in service. No adverse patient effects were reported.